Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, "blank white screen" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a fluid intrusion on the liquid crystal display (lcd), input/output (I/o) board, processor printed circuit board (pcb) and rear case board. The I/o board, lcd, processor pcb and rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank/ white screen. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.